Event description:
Patient presented with severly diseased iliacs bilaterally, previous iliac stent in right common femoral artery; used left side for access. There was also a previous stent in the left common iliac, which was not appreciated on pre-op CT or angio. During introduction of a bifurcated device, the front tip of the delivery system kept catching. At this time, the physician realized that there was a bare metal stent on the left side. The delivery system was removed and the introducer sheath was crinkled. The physician decided to open a new bifurcated device and try again, however, the front tip kept catching on the stent. The device was removed, another bifurcated was used on the right side. Access and deployment of the bifurcated and the proximal extension were uneventful, however, due to the condition of the access vessels, there was some vessel damage due to introduction of the delivery systems on both sides. Patch grafts were sewn in to resolve, the procedure was completed with good results, the patient is doing well.

Manufacturer narrative:
Additional device information: model no. 25-16-120bl, lot no. W09-2256-007, exp date: 08/01/12. Review of lot records/work orders, prior reports. No issues were noted. Inadvertent vessel damage due to multiple manipulations of bifurcated devices; it was initially not noted that the patient had a bare metal stent in the left common iliac.